Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device was stuttering and not driving the handpiece sufficiently. A second motor drive unit was used to continue the procedure with no adverse pt consequences.